Event description:
Elective microdisckectomy and fusion. Presented through same day surgery. IV started at left forearm after unable to establish in right forearm. The patient called after discharge and relayed that there was small blisters on the left forearm where the IV had been and at the site where the rn had tried to start one on the right. Offered further evaluation, but patient refused to return. Denied redness, swelling and itching at sites. Patient stated they had a similar reaction on a previous hospitalization but had not told anyone about it. Kit contains chloraprep sepp. The chloraprep was used on right forearm where there was an attempt at IV and on the left where an IV was started. The blisters were consistent with these two areas.